Event description:
During an upper lobectomy right side, a device failed to staple completely. The device cut properly, but failed to seal properly. Because the device did not seal, it left an opening in the lobe and caused some bleeding. The surgeon was able to close the opening with suture, and there was no damage to the patient.